Manufacturer narrative:
Manufacturer¿s investigation conclusion: no device related issues associated with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. D is currently available. The current revision of the IFU can be found on the electronic IFU page of the abbott website. Although no device-related issues were reported, section 1 of the IFU, introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the kidney failure and the ischemic bowel event were not device or device therapy related. The patient was diagnosed through lab work and clinical assessment. The patient was found to have an increase in serum creatinine and blood urea nitrogen. The patient was treated with continuous renal replacement therapy and several ex-lap procedures for bowl resection due to multiple areas of dead bowl. It was said that the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away due to withdraw of care from kidney failure; ischemic bowel. The outcome was not considered device or therapy related. An autopsy was performed and would be provided. The pump was not explanted.